Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the device may not have been reprocessed properly due to leak at several areas: air/water channel, bending section cover and up/down angulation control knob. However, the cause of the material remaining in the device could not be determined and the foreign material was not identified. Three attempts were performed to obtain additional information, but no response was received from the customer. The suggested events are detectable and preventable by handling device in accordance with the IFU. The IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material from the air/water channel and cylinder. There were no reports of patient involvement.